Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw little flames coming from the remote monitor. The patient unplugged it and discarded the remote monitor. The remote monitor is expected to be returned. No patient complications have been reported as a result of this event.